Event description:
It was reported that a patient received multiple inappropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. A chest x-ray was performed and no abnormalities were observed. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.